Manufacturer narrative:
Submit date: 01/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states the lite glove split when they put them on the handles.

Manufacturer narrative:
Submit date: 03/15/2016. The lot number was provided and the device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. However, based on previous complaints and as part of continuous improvements, a corrective and preventive action has been opened. The potential root cause identified is related to a slight reduction of the inside diameter of the handle cover. This diameter change was implemented along with other factors to eliminate pleats in the glove and minimize the potential for splits and tears. This change may result in a small number of light gloves that may fit tightly over the light handle. If forced onto the handle, the glove may tear or split when being applied. As a preventive action, a production notification was performed on all personnel to ensure that they are aware of the condition reported by the customer. We are currently making process modifications to return the light glove diameter to its original specification to preclude any difficulty during application, while maintaining a design that is free of pleats. These changes will be validated and implemented by late (B)(6) 2016. If additional information is received warranting further analysis or the sample is received, the investigation will be resumed. This complaint will be used for tracking and trending purposes.